Event description:
It was reported that this patient has had pain and inflammation around their device pocket since the implant procedure. The device was revised recently to reduce the patient's pain. No additional adverse events were reported.